Event description:
Physician stated that five times out of the past month, catheters are clotting when used. No patient of procedural info is available at this time.

Manufacturer narrative:
Evaluation: no product or lot info was provided to assist in this investigation. Therefore, it is not possible to determine why the catheters are clotting. However, it is feasible to say the catheters are not being properly maintained during use. Cook does state in our instruction that if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline solution. Heparin lock should be reestablished after every use or at least should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed using normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock. During mfg process, open lumen tests are performed 100% prior to further processing.